Event description:
It was reported that during the original implant of the ipp, the right cylinder was found to be in communication with the urethra. The right cylinder was removed and the device was plugged. A hole in the urethra was found. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Analysis results: the cylinder performed within specifications. Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.